Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 and obtained the following information. The patient tests her blood glucose 3-6x daily and her results are usually around "114-121 mg/dl." The alleged issue began on (B)(6) 2012. The patient reported blood glucose results of "189, 70, 149 and 130 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with metformin pills. The patient confirmed she continued to follow her usual diabetes management routine. On the following day, the patient claims she felt symptoms of light headed and dizziness. The patient denied developing any additional symptoms. The patient reportedly contacted her health care professional (hcp) by phone. The patient was advised to drink sugar and eat something to help abate her symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient and walked her through correctly code the subject meter. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.